Event description:
Front wheel of rollator broke off.

Manufacturer narrative:
It was reported that the device's wheel fell off. It was reported that this caused a fall "hitting his head, hurt his neck and elbow. He ended up in the emergency room. They took a CT scan. He does have a gash in his head. He alot has a lot of bruising". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.